Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. One PICC plus statlock device with a foam pad and adjustable posts and one non-bd 5 fr dual lumen catheter were returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The retainer of the statlock device was observed to be completely detached from the pad. Pieces of the foam pad were observed to be missing and could be seen to be stuck to the underside of the detached retainer. A microscopic observation revealed somewhat poor adhesive coverage on the underside of the retainer. Likely causes of the detached retainer include inadequate adhesive coverage, improper/incomplete cure of the adhesive, and/or an inadequate application of primer during manufacturing. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported statlock whose glue had come off and caused the PICC line to be broken. No other information was provided.

Event description:
It was reported statlock whose glue had come off and caused the PICC line to be broken. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported statlock whose glue had come off and caused the PICC line to be broken. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer was confirmed but the cause is unknown. Two photographs of a damaged PICC plus crescent shaped statlock stabilization device were returned for evaluation. The condition of the sample and the event description indicated that the device had been used clinically. The retainer was completely detached from the foam pad. An impression was seen in the foam pad material where the retainer had been attached. Small tears were seen within the pad material, indicating that the retainer had strong adhesion in these areas. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. The lack of sufficient lot information precluded an adequate review of the manufacturing records and processes. The report of a detached retainer has been documented and will continue to be monitored as part of complaint trending. H3 other text : evaluation findings are in section h.11.